Event description:
A customer contacted baxter's technical service center reporting an alarm during fill 1 and the home patient (hp) stated he noticed the cassette leaking solution all over the floor. The hp stated the homechoice (hc) alarmed system error 2265 and the hp removed the cassette and solution bags. The hc proceeded to press got to start and the hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The leak complaint was found to have an undetermined cause. The problem cannot be confirmed as there was no use error described by the patient, and the sample and lot number were unavailable for evaluation.

Manufacturer narrative:
(B)(4). The sample is available and requested for evaluation. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.